Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19sep2019. The manufacturer¿s international service technician confirmed the reported airflow issue. During troubleshooting it was determined that the customer needed to replace the flow sensor assembly. Replacement of the flow sensor assembly would resolve the reported failure. The device was returned for evaluation. Test results showed, unit failed due to air flow sensor issue caused by u1 drifting out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test at the 120slpm setting. There was no patient involvement.